Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was uso alarm was turned off. Ta review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the device had failed upstream occlusion. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.